Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have a loose grip cable at the grip hub. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening. The complaint was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site successfully opened the jaws intraoperatively. The robot was put into emergency shut down and the sterile instrument was opened and used to unclasp the jaws. There was no unexpected tissue removal. The procedure was completed robotically. There were no adverse effects noted. There were no patient injury and no damage noted out of the ordinary.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument was unable to maneuver instrument out of the angle it was in and unable to unclasp the tissue it was holding. Intuitive surgical, inc. (Isi) received user facility report 4900420000-2026-8001 stating: unable to maneuver instrument out of the angle it was in and unable to unclasp the tissue it was holding.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.